Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a hard time trying to turn up the stimulation today. The patient replaced the patient programmer batteries. They said, they wanted to turn up the stimulation. Patient services asked if they wanted to turn it up, because of a return of symptoms. They said they just wanted to turn it up a little as just has a little bit of symptoms. Patient services had the patient synchronize the patient programmer with the stimulator. The patient didn't have their antenna. They got stimulation was off and 1.4 volts. Patient services tried to have the patient turn stimulation down before turning on the stimulation and got a poor communication screen. They synchronized the programmer with stimulator and then tried turning therapy on and patient got poor communication screen. Patient services had the patient turn off the programmer and just hit the on button and therapy turned on. The patient was not able to increase the stimulation with the increase button the programmer kept giving the patient the poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient is going to see the doctor today to check their stimulator battery. They were going to wait to see if they are going to replace the stimulator. If not they were going to call back for a re placement patient programmer. Additional information was received on 2021-09-13 and the health care professional stated that the battery appeared to be non functioning at this point and that the cause of the poor communication was unknown. Patient has a surgery scheduled on (B)(6) 2021 to replaced the battery. No further complications were reported/anticipated at this time.